Manufacturer narrative:
No product available to be returned.

Event description:
Customer reportedly received the following results on the aviva system: hi at 7:55pm, 548 mg/dl at 7:56pm, 572 mg/dl at 7:58pm, 290 md/dl at 8:01pm, 390 md/dl at 8:03pm, and 108 md/dl at 8:09pm. And, 346 md/dl at 8:58pm, 410 md/dl at 9:02pm, and 123 md/dl at 9:04pm. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.